Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was report with the adc device. The customer reported a low sensor reading and was vomiting. The customer had contact with a healthcare provider and reported healthcare meter results of 700 mg/dl and 470 mg/dl against sensor readings of 170 mg/dl and 52 mg/dl. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer was treated with unspecified injection and serum. There was no report of death or permanent injury associated with this event.